Event description:
It was reported that a user who had recently started on the ilet pump experienced a low blood glucose of 60 mg/dl, treated with oral fast-acting carbohydrates, and sought guidance on whether this was expected during the early learning period of therapy. Symptoms included hypoglycemia with associated anxiety. Outcomes included the need for self-treatment with additional oral carbohydrates and continued glucose monitoring, without hospitalization. Investigation included case intake, counseling on hypoglycemia management, and review of potential user and therapy factors during initial pump adaptation. Investigation of this case revealed no specific precipitating factor for the hypoglycemia and suggested early therapy variability during the pump learning period, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.